Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual examination of the product confirmed the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
It was reported that the impactor cracked. This was noticed on clean up. No impact on case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Device history lot: null. Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.